Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed during testing. The lcd pixels were missing, there was cracks on both cases and the clock battery was needed to replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the lcd, door, and rear case need to be serviced. There was also an error code "1670." It is unknown if there was a patient present during the reported event.